Manufacturer narrative:
Ps373817, method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) new zealand where it was visually inspected. Results: visual inspection of the returned complaint device revealed degradation on the evaqua2 tube. Conclusion: we are unable to determine the cause of the degradation. Based on previous investigations of similar complaints, it is likely caused by nebulising drugs or the use of cleaning chemicals on the breathing circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: "this product is intended to be used for a maximum of 7 days." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt266 infant dual-heated evaqua2 breathing circuit had a pin hole on the expiratory tube. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt266 infant dual-heated evaqua2 breathing circuit had a pin hole on the expiratory tube. There was no reported patient consequence.